Manufacturer narrative:
The pump was returned for evaluation and under normal conditions the complaint issue could not be duplicated. Pump speed and occlusion settings were varied over several hours with no stoppage of the pump and placed in a cold chamber before running again with no problems. Internal inspection with the pump running found no intermittent/loose connections and motor encoder/optical disk alignment were good. Further testing with cool spray on the graphics driver board was able to cause the display to blank out and a service message to flash by reducing the voltage below 11.5 volts (v) to the display as certain components were sprayed. After the spray is stopped, the voltage rises within several seconds to a minute and the service message disappears and the display comes back. The pump still did not stop rotation during this. The pump was then run in several conditions: with a load and pressure simulator, after a heat soak and in a circuit with water over several speed and occlusion settings, all with no pump stop or service pump messages. The planar display and graphics board were each inspected and no anomalies were found. Extensive testing has not duplicated the complaint. The product was sent to service for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. Log review noted an event where the pump stops and is then restarted 15 seconds later, but the cause is unknown as there is no indication as to why a 'service pump' error would display. Service could not duplicate the complaint as well. The small display assembly was replaced as a precautionary measure. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative dropped off loaner pump (serial number (B)(4)) and sent back suspect pump to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the arterial roller pump shut off. The perfusionist (ccp) rebooted and the roller pump worked fine. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on 08/14/2015: this roller pump was being used as an arterial pump and a 1/2" (inner diameter) ID sized tubing was used. The ccp stated there were no issues with the pump during set-up and he had no issues with setting of occlusion prior to cpb. About half-way thru cpb at a flow rate of about 3.5 liters per minute (lpm), the ccp looked down and noticed the pump had stopped. The ccp stated there was no audible tone to warn of a loss of arterial flow. The ccp stated, that a service pump message was posted on the local display at first glance, but then the local display blanked. The display returned in a few seconds (ccp thought less than 5 seconds) and he touched the start button and was able to increase pump speed and regain arterial flow. The ccp estimated the loss of arterial flow was about 10-15 seconds. There were no issues observed the remainder of the procedure. The case was completed successfully, without delay of the surgical procedure and without associated blood loss. There was no harm observed. The pump was removed from service after the procedure.